Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain./pelvic pain/ chronic') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included abdominal pain lower, ovarian cyst, migraine, vitamin d3 deficiency and cystitis interstitial. Concomitant products included clonazepam since (B)(6) 2007 for depression and anguish as well as clarithromycin (macrobin), ethinylestradiol;levonorgestrel (seasonale), fluconazole (diflucan), ibuprofen (motrin), loratadine (lortab), metronidazole (flagyl 250), nsaids, paracetamol (acetaminophen), pentosan polysulfate sodium (elmiron) from (B)(6) 2012 to (B)(6) 2012, phentermine, terconazole (terrazole 3) and vitamin d nos (vitamin d) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 5 years 4 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cholecystitis infective ("infection : gallbladder"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychology injury"), fatigue ("fatigue"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the abdominal pain, back pain, psychological trauma, urinary tract infection, fatigue, vaginal haemorrhage, menorrhagia, depression, anxiety, cholecystitis infective, urinary tract disorder, bladder disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cholecystitis infective, depression, fatigue, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, discrepancy noted in :plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube'), pelvic pain ('physical pain./pelvic pain/ chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure (ess205) (batch no. 623848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included abdominal pain lower, ovarian cyst, migraine, vitamin d3 deficiency and cystitis interstitial. Concomitant products included clonazepam since (B)(6)2007 for depression and anguish as well as clarithromycin (macrobid), ethinylestradiol;levonorgestrel (seasonal), fluconazole (diflucan), ibuprofen (motrin), loratadine (lortab), metronidazole (flagyl 250), nsaids, paracetamol (acetaminophen), pentosan polysulfate sodium (elmiron) from (B)(6) 2012 to (B)(6) 2012, phentermine, terconazole (terazol 3), vitamin d nos (vitamin d) and vitamin d nos (vitamin d) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced cholecystitis infective ("infection : gallbladder"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 5 years 4 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychology injury"), fatigue ("fatigue"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with ibuprofen and surgery (ablation,, total hysterectomy (uterus and cervix removed) and unilateral salpingectomy - left side unilateral salpingo-oophorectomy - right side). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, psychological trauma, urinary tract infection, fatigue, depression, anxiety, cholecystitis infective, urinary tract disorder, bladder disorder, post procedural complication and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cholecystitis infective, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date(B)(6)2013, (B)(6)2008- discrepancy noted in :plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: pfs received : events added- dysmenorrhea, perforation (fallopian tube), events onset date, events severity, concomitant drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain./pelvic pain/ chronic') and cholecystitis infective ('infection : gallbladder') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included abdominal pain lower, ovarian cyst, migraine, vitamin d3 deficiency and cystitis interstitial. Concomitant products included clonazepam since (B)(6) 2007 for depression and anguish as well as clarithromycin (macrobid), ethinylestradiol;levonorgestrel (seasonale), fluconazole (diflucan), ibuprofen (motrin), loratadine (lortab), metronidazole (flagyl 250), nsaids, paracetamol (acetaminophen), pentosan polysulfate sodium (elmiron) from (B)(6) 2012 to (B)(6) 2012, phentermine, terconazole (terazol 3) and vitamin d nos (vitamin d) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 5 years 4 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cholecystitis infective (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychology injury") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), oophorectomy (one side removal of ovary) on (B)(6) 2009.). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, fatigue, vaginal haemorrhage, menorrhagia, depression, anxiety and cholecystitis infective outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cholecystitis infective, depression, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2013 discrepancy noted in :plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Event gallbladder infection was added. Treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain./pelvic pain/ chronic') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;levonorgestrel (seasonale), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("bladder/urinary problems: uti"), 137 days before insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychology injury") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (one side removal of ovary) on (B)(6) 2009.). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, fatigue, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2013 discrepancy noted in :plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added: abdominal pain, back pain, psych injury, bladder/urinary problems: uti, other injuries/symptoms: fatigue were added. Product indication was updated. Fu 2 and fu 3 processed together. On 9-sep-2019: pfs received. Reporters information updated. Event: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish were added. Concomitant drugs were added. Fu 2 and fu 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.